Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an "error 5". Per the onetouch ultra 2 owner's booklet, this error message appears when the meter has detected a problem with the test strips. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began approx 1 month prior to contacting lfs. It is unk if the pt discontinued testing as a result of the reported issue. The pt denied taking any action regarding her diabetes management or receiving medical intervention. However, she did report developing "massive sweats" on the evening of the previous day. At the time of troubleshooting, the cca confirmed the pt was using the correct technique to apply the sample. The cca walked the pt through a successful test with the same vial of strips that the pt reportedly had previously obtained the error message with. The pt did not have a new vial of strips to further troubleshoot. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms suggestive of severe hypoglycemia after the alleged issue began

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.